Manufacturer narrative:
(B)(4). Ez-io power driver (9058) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pulled, the driver had no power, no operation light displaying. Thermal deformation to the housing was observed which is indicative of extended periods of run time. Functional testing could not be accomplished as the driver battery pack is completely exhausted. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 17.4 dc volts without being activated. Battery voltage measured as 0.0 dc volts when button was activated, and voltage reached a stable level. Stable defined as when whole numbers stop changing, ignoring numbers after the decimal point. Results confirm a depleted or dead battery. The eeprom was parsed and the results reveal the charge count was 19, 153,773 and the cycle count was 41. The recorded charge count supports a completely depleted battery as the charge count has been exceeded. However, the eprom data reflects two (2) extra-long trigger pulls exceeding 5 minutes in length on both counts. These extended trigger pulls reflect the reason for the heat deformation to the outside casing. The extended run times will also support the limited trigger pulls for this unit (41). The driver was only activated 41 times when the battery and motor experienced the long run times. Testing confirms the unit failure is related to battery depletion, underlying root cause is associated with extended run times on the battery and motor caused by improper storage techniques. Other remarks: the motor and gearbox were connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. The DHR file is not available for review in the us. A section of IFU will be referenced as part of this investigation. The IFU states, "when storing in the vascular access pac (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6) 2017 and is approximately 2 years old. The complaint has been confirmed. Root cause has been assigned to battery failure. Underlying cause associated with extended run times causing premature battery failure and heat deformation. No preventative/corrective actions will be assigned. While it is not certain due to lack of detailed information, in most cases historical trending data has concluded that extended run times are associated with incorrect storage techniques. Improper storage techniques lead to the trigger being actuated and the motor runs for long periods of time causing premature battery failure and heat deformation to the outside casing. The complaint has been confirmed with the underlying root cause being improper storage techniques. Based on the observed damage, operational context appears to have caused or contributed to this event. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver was purchased two years ago, and it was only used less than 30 times. They do not check or pull the trigger on the driver to see if the green light comes on every day. They never do that. This driver stalled when in use. Now the driver is completely dead and will not engage. A different driver was used to complete the procedure.